Manufacturer narrative:
A ge service representative performed an onsite investigation. A wiring harness was evaluated and identified as being required for replacement. The component is no longer available. The system was recommended to be removed from service. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.